Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced elevated insulin needs while on a steroid after a medical procedure and sought confirmation about changing ilet supplies earlier than usual; the agent advised that changing supplies was appropriate if insulin was depleted, provided troubleshooting and education, and confirmed correct steps as the user verbally walked through the change. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education without the need for medical intervention or transfer. Investigation included call-center triage and user guidance. Investigation of this case revealed no device malfunction or component failure and no alerts, with user factors and concomitant steroid therapy considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.